Manufacturer narrative:
(B)(4). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information obtained regarding the event and corrections. Additional reportable malfunctions were identified during device evaluation. It was determined the sediment/residue found in the biopsy channel is a reportable malfunction. Additional information was requested regarding this event. Although information regarding the separate tests were requested, the information was not provided. However, according to the field engineer, the scope was never used on patients while it tested positive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. No deviation from instructions for use (IFU) was confirmed from the review of the reprocessing steps provided from the user. IFU warns on inappropriate reprocessing as follows: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during routine testing, the evis lucera elite colonovideoscope tested positive for microbiological contamination. The facility did not provide the identification of the microbes the device tested positive for. It was found during maintenance/reprocessing of the device. The intended procedure was completed using a similar device. There were no reports of patient harm associated with this event

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. The customer did not provide the microbial test results and the repair center was unable to test the device. The device was reprocessed and sent to olympus for inspection. During the device evaluation it was observed that the probable cause of positive culture was due to a scratched on the skin of the instrument channel tube and sediment was present in the instrument channel tube, which would cause incomplete reprocessing. The customer did not provide the cleaning sterilization and disinfection (cds) processes performed at the user facility, however they did provide the following information the instrument channel tube was sampled for bacteria. During the manual cleaning process, the customer uses an unspecified cleaning brush to clean the instrument channel tube. The cleaning brush was not deformed and per the customer, if the brush is deformed it gets replaced. The cleaning brush was not replaced before cleaning the scope and forceps were not used. For automated endoscope reprocessor (aer) treatment, with jianzhi element(disinfectant). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.